Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: the keypad was found to be intact. The contrast button was found to be intermittently responding to presses; the contrast button has no effect on the pump's insulin delivery function. The keypad was removed and contamination was observed under the up, down, and contrast button contacts. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned and was evaluated by product analysis. During evaluation, contamination was found under the up, down, and contrast keypad buttons. This report is made based on the results of evaluation.